Event description:
Customer reports meter was displaying err with nothing else appearing. Err is outside of device's specifications. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.